Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 290 units of insulin, and the insulin gauge displayed a fill estimate of 25 units which was lower than what the customer expected. The customer reported blood glucose level was "fine". It was confirmed that the customer will continue using insulin pens for continued insulin therapy.